Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was giving high readings. Customer got a reading of 387 with our meter, called paramedics, when the paramedics arrived 5 - 10 min later they got a reading of 163 with their meter, she was not treated in any way, she declined going to the hospital. Controls not used. Caller requesting refund. (B)(6) 2011 customer advised she changed her mind and would like replacement product, not a refund. She also gave different readings for the incident reported. During this call she said she got a 287 on the relion micro meter and 202 with paramedics about 20 minutes apart. Replaced product.